Event description:
Device was explanted due to severe calcification which led to mitral stenosis. Customer commented it was explanted after 13 years of use. Bicarbon-m was implanted as a replacement. Hospital is returning device for evaluation only.

Manufacturer narrative:
Device not returned.